Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer disconnected from the pump, attached an empty syringe to one end of the tubing and pushed air though the tubing. Reportedly, the customer heard a loud "pop". The customer then reattached the tubing, ran insulin through it and resumed insulin. The customer's blood glucose (bg) level was 240-250 (mg/dl). A correction bolus was delivered to address bg level.